Event description:
On (B)(6) 2013, it was reported that the vns patient¿s device has been disabled due to the high impedance.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
On (B)(4) 2013 it was reported that the vns patient has high impedance two months post battery replacement surgery. The impedance was reported to have been checked after surgery and was fine. The patient was next seen on (B)(6) 2013 and a diagnostic was performed which showed that the a current of 0.00 ma was delivered with an impedance of 2134. The nurse immediately performed another diagnostic which said 0.00ma current was delivered and impedance was >10,000 ohms. It was believed that the issue is most likely that the lead pin is not fully inserted into the header of the generator. The patient was referred for surgery. An x-ray was performed and an image of the x-ray was sent to the manufacturer for review. The lead connector pin appeared to not be fully inserted into the generator. Manufacturing records for the generator were reviewed and device met specifications prior to distribution. Surgery is likely but has not occurred to date.